Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the 22g x1.00in (0.9 x 25 mm) insyte autoguard the customer reports a defective catheter. The cannula of the catheter was broke and it and the doctor cannot remove correctly the canula, causing an unsafe and painful channeling to the patient. There were 5 occurrences. Foreign complaint the following information was provided by the initial reporter, translated from (B)(6) to english: the customer reports a defective catheter. The cannula of the catheter was broke and it and the doctor cannot remove correctly the cannula, causing an unsafe and painful channeling to the patient.

Event description:
It was reported that during use of the 22g x1.00in (0.9 x 25 mm) insyte autoguard the customer reports a defective catheter. The cannula of the catheter was broke and it and the doctor cannot remove correctly the canula, causing an unsafe and painful channeling to the patient. There were 5 occurrences. Foreign complaint the following information was provided by the initial reporter, translated from spanish to english: the customer reports a defective catheter. The cannula of the catheter was broke and it and the doctor cannot remove correctly the cannula, causing an unsafe and painful channeling to the patient. (B)(6)2019 dchu google translate of native language event description: services of rays and urgencies report defective catheter in the canula breaking the same, impeding the withdrawal of the fixator correctly, causing an unsafe and painful channeling for the patient." The customer confirms that the needle broke inside the patient, but it was not required surgical intervention to removed it.

Manufacturer narrative:
Investigation: during DHR review: all challenge, set-up and in process samples were performed in accordance to the quality control plan and all passed per specifications. No quality notifications were initiated during production. Received a total of 6 iag 22ga units within sealed packages from lot number 8213609. All components within were intact. Visual/microscopic examination: the cannula tips were acceptable per specifications and rated as a (6) the catheter tips were acceptable per specifications and rated as 5 (4) and 4 (2) penetration and drag test: the results were acceptable per specifications. The units did not display any adverse characteristics that would contribute to the defect the customer experienced. The defect described in the incident report could not be confirmed or replicated with the testing performed at the laboratory.

Manufacturer narrative:
The additional information is as follows. Describe event or problem: it was reported that during use of the 22g x1.00in (0.9 x 25 mm) insyte autoguard the customer reports a defective catheter. The cannula of the catheter was broke and it and the doctor cannot remove correctly the canula, causing an unsafe and painful channeling to the patient. There were 5 occurrences. Foreign complaint the following information was provided by the initial reporter, translated from spanish to english: the customer reports a defective catheter. The cannula of the catheter was broke and it and the doctor cannot remove correctly the cannula, causing an unsafe and painful channeling to the patient. (B)(6)2019 dchu google translate of native language event description: services of rays and urgencies report defective catheter in the canula breaking the same, impeding the withdrawal of the fixator correctly, causing an unsafe and painful channeling for the patient." The customer confirms that the needle broke inside the patient, but it was not required surgical intervention to removed it.

Event description:
It was reported that during use of the 22g x1.00in (0.9 x 25 mm) insyte autoguard the customer reports a defective catheter. The cannula of the catheter was broke and it and the doctor cannot remove correctly the canula, causing an unsafe and painful channeling to the patient. There were 5 occurrences. Foreign complaint the following information was provided by the initial reporter, translated from spanish to english: the customer reports a defective catheter. The cannula of the catheter was broke and it and the doctor cannot remove correctly the cannula, causing an unsafe and painful channeling to the patient. (B)(6)2019 dchu google translate of native language event description: services of rays and urgencies report defective catheter in the canula breaking the same, impeding the withdrawal of the fixator correctly, causing an unsafe and painful channeling for the patient." The customer confirms that the needle broke inside the patient, but it was not required surgical intervention to removed it.